Event description:
It was reported that the patient had a "blackout" while driving. Of note, no accident resulted because of this blackout. There were high/unacceptable thresholds and no capture noted on the right ventricular (rv) lead. The patient was later admitted for a lead revision. The lead was capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).